Manufacturer narrative:
Product event summary: analysis confirmed the reported event; on/off and emergency buttons on keypad were intermittent. Keypad flex tape was contaminated. Analysis also found the main pcb (printed circuit board), lower case, encoder assembly switch, and knobs were contaminated. Display wire insulation was pinched (wire insulation not compromised). Display flex tape was contaminated and display was damaged.

Event description:
It was reported the power button was not working properly; needed to be pushed hard in order to work. The device was returned for repair. No patient complications have been reported as a result of this event.